Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 had failed. Customer tried to reboot and recover the drawer, but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was not functioning correctly and not indicating proper flashing lights, resulting in cubies not being detected during hardware test application (hta) diagnostics. The field service engineer (fse) replaced both drawer boards and reseated all row board connections and pyxis bus cables, after which the drawer displayed cubies and the system functioned as intended after the field service engineer repaired the device.